Event description:
The reporter stated the while at a routine doctor appointment his device read 231mg/dl compared to the doctor's meter of 102mg/dl. No treamtnet was provided. The device was replaced and requested to be returned for evaluation.